Event description:
The customer stated an architect i2000sr analyzer generated a false positive ca 19-9xr result for one patient sample. The patient had a history of ca 19-9 results of 20-30 u/ml. The architect generated ca 19-9xr results of 534 and 530 (by x10 dilution) u/ml. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, accuracy testing, a search for similar complaints, and a review of labeling. Accuracy testing was perfomed with ca 19-9 reagent lot 18067m500 and met acceptance criteria. Tracking and trending identified normal complaint activity for the issue under investigation. Labeling was reviewed and found to be adequate. Based on the investigation no product deficiency was identified.